Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date requested but not available at the time of this report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2018 and presented post op with trace diffuse lamellar keratitis (dlk) in one eye. Surgeon used a zeiss femtosecond laser for the flap. Patient had no loss of best corrected visual acuity (bcva) and vision is 20/15 post op in the affected eye. Patient was treated with steroids and no other patient had presented with dlk from that day.